Event description:
Pt was wearing the rheo prosthetic knee when the resistance dropped out causing the pt to fall directly on his knee cap.

Manufacturer narrative:
We are attempting to retrieve the product for eval.